Manufacturer narrative:
(B)(4).

Event description:
A clinic contacted dexcom on (B)(6) 2018 to report patient death that occurred. It was reported that the patient was using the dexcom. The cause of death is unknown and a certificate of death was not provided. It is unclear if the dexcom caused or contributed to the patient's death or if it was diabetes related. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The date of the patient's death is unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information has been provided.